Event description:
A caller reported a malfunction on their tandem pump, which was identified by malfunction code malf 3, indicating a pump issue. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the pump to be replaced under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and understood to follow procedures for returning the faulty pump to tandem.